Manufacturer narrative:
This instrument has been investigated. On 7-31-15 the ocd field engineer (fe) returned to the customer site and inspected the reference image and found it to be out of spec. The image looked to bright. It was determined that the illumination pca card reader was not working properly. Replaced the illumination pca cards and barcode assembly per current procedures. Performed the reader alignment and optics adjustments. Generated a new reference image, also sent image to tac for review. Ran and passed diagnostics to verify proper operation. Repairs have returned this instrument to expected operation.

Event description:
The ocd field engineer was on site for service and provided the camera. Reference image to (B)(4) for review. Upon review, (B)(4) observed that the reference image quality was poor (had debris in some of the wells and the color (gray) across the wells were not evenly distributed). (B)(4).